Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a yellow wrench alarmed on the mobile power unit (mpu) and it would return for evaluation.

Manufacturer narrative:
Corrected data: section d4: primary unique device identification (UDI) number corrected. Section g4: PMA/510(k) # corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of a yellow wrench alarm was unable to be confirmed. The heartmate mobile power unit (mpu) (serial number (B)(6) was inspected at the service depot. The mpu powered on as intended and was connected to a mock circulatory loop. The mpu was run for several days and functioned as intended. No yellow wrench alarms were reproduced throughout testing. The customer was provided a warranty replacement. The mpu was put into quarantine. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 IFU with heartmate touch (rev. D) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including yellow wrench alarms) and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, and heartmate 3 IFU, section 8 - ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook and IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.